Event description:
Customer reported set used in emergency room was noted to be cracked and leaking form unk area. No pt harm reported. Although requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). (Date of event): approximately 3-4 weeks from the reported date.